Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle neo meter was reviewed. The dhrs showed the freestyle neo meter passed all tests prior to release. The DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 380 mg/dl, 253 mg/dl and 116 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter is unknown. The date entered is the date of the event.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 380 mg/dl, 253 mg/dl and 116 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.